Event description:
Procedure: myomectomy. Reportedly, while using the endo stitch, the toggle switch knobs jammed so the needle couldn't transfer between the jaws. As the surgeon attempted to squeeze the handles to toggle, the needle fell off into the pt's cavity. A second attempt to use the device resulted in the needle breaking in half into the pt's uterus. X-ray showed needle halves in the pt's cavity. No further intervention was taken to retrieve needle pieces to date.